Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the bearing kit for the front left side caster/ fork flop around.